Manufacturer narrative:
Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. As no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. As there was no sample or photo available for evaluation, a root cause could not be determined.

Event description:
It was reported that stopper creep out occurred with a bd vacutainer k2e 3.6mg plus blood collection tubes. The following information was provided by the initial reporter, "on (B)(6) 2019, before use the tube, the customer found tube cap sperated from the tube body.1ea occurred such issue."